Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer changed out the infusion set and site. Customer stated that it worked for awhile and then the customer received another no delivery alarm. Customer changed the reservoir and the battery. Customer reported that the alarm was resolved by a complete infusion set change. Customer does not want to return the set or reservoir for analysis. Customer is still receiving no delivery alarms. Customer ran a 5.0u fixed prime and the insulin did exit. Customer stated that the cannula was bent. Customer was advised that the alarm may have been due to the bent cannula. Customer's blood glucose level was 128 mg/dl. Customer stated that the pump alarmed no delivery during troubleshooting. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip.